Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility area technical operations manager (atom) reported a dialyzer blood leak during a patient¿s hemodialysis (hd) treatment. It is unknown, how far long into treatment the blood leak occurred. It was reported that the dialyzer was found to be leaking the top. Additional information regarding the dialyzer, patient¿s status, patient¿s estimated blood loss and outcome was requested; however to date no information has been received.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame prior to the complaint occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500318e) shipped to this account within the selected time frame. A records review was performed on the twelve lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the each lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.